Event description:
The suture was used for suturing the uterine wall during an extraction of nucleus of myoma. After the operation, the pt's temperature rose and the pt complained of a stomach ache. The dr suspected wound infection and performed a reoperation to "organize the wound of the uterine wall." This term was not described. It was noted that the pt's condition after the second surgery was stable. There was no info available as to how long after the procedure did the pt's temperature rise and the stomach ache begain and the pt's temperature was not provided. Additionally, there was no info available as to what was found during the re-operation and it was noted that no cultures were taken to confirm to presence of an infection.